Event description:
The customer reported to customer service that she just purchased her breast pump and was plugged the pump into the wall outlet to charge the battery for 24 hours. The customer indicated that while the battery was charging, it started to spark, created a small fire and burned a black mark on the pump. The customer did not report an injury.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that the sparking and fire she witnessed were on the pump itself, where you plug the power supply in to charge the battery and, at that area on the pump, there is not melting but a little "blackness, from the spark." The customer also indicated that she would return the pump for testing/analysis and that no injuries were sustained as a result of the issue. As of the date of this report, the pump has not been received from the customer for testing/analysis. Based on the fact that testing and analysis could not be conducted, the cause of the event cannot be determined and a conclusion cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.